Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-00081. The patient is implanted with two leads and both leads are reported as the manufacturer is unable to determine which lead is liable. It was reported one of the leads had migrated. An x-ray was taken and confirmed migration. The patient underwent surgical intervention on 12/26/2017 where the lead was repositioned. Therapy has been resumed and issue has been resolved.